Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. The customer alleged that the pump was not delivering insulin. The customer declined to perform system check with tandem technical support.